Event description:
It was reported that the lead 977c165 specify srscn 565 srg eman was associated with a return of pain, loss of stimulation, and lead fracture, damage, or breakage. Lead impedance measurements indicated that eight contacts (8-15) were out of range (high) and unusable, and therapy could not be achieved on those electrodes. The patient believed the issue was related to a bike accident that occurred three or four years prior, after which the spinal cord stimulation therapy degraded. Troubleshooting included a lead impedance check and reprogramming. A device revision was performed, the system was replaced, and therapy was restored with a new lead and implantable neurostimulator. The patient was satisfied with the outcome. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 14-feb-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.